Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, g1, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure no image was confirmed, and the reported failure distorted image was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in cable unit, poor watertightness of cable unit, watertightness was lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in cable unit, the endoscopic image was not displayed and due to poor watertightness of cable unit, water tightness was lost. In regard to the distorted image, based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no image or distorted image. The event occurred during setup. There were no reports of patient involvement.